Event description:
Caller asking if the patient is experiencing an alert on low atrial lead impedance. Ohms explained that there is a low atrial lead impedance that is triggered in the device that may be due to a lead insulation breach. Recommended that the caller perform pocket manipulations and physical maneuvers in order to observe for potential noise on the atrial egm as well as check impedance measurements during the testing for variation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).